Manufacturer narrative:
Submit date: 2018-01-09. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that the enteral feeding pump had failed accuracy and noisy pump. No patient involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿the enteral feeding pump had failed accuracy .¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. A review of the device history record shows that this unit was manufactured in 2005 and was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.